Manufacturer narrative:
No further information received after 3 documented attempts. Complaint will be reopened if further information is received per 8000-sop-038.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available. Depending on outcome of this event we will also follow up on if this is a reportable event or not. The device has been sent to repair center. Below you may find repair diagnose (B)(4). Cartridge. Wave washer. Bearing retanier . Work"

Event description:
In this event it is reported that x-smart plus 6:1 contra-angle doesn't hold file. The outcome of this event is unknown as of this MDR. Further information requested.